Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced hematoma following a generator changed. The patient was unable to move the left arm and this has been resolved. In addition, the patient was told the device system was not magnetic resonance imaging (MRI) conditional. Boston scientific technical services consultant (ts) recommended to follow up with the following physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced hematoma following a generator changed. The patient was unable to move the left arm and this has been resolved. In addition, the patient was told the device system was not magnetic resonance imaging (MRI) conditional. Boston scientific technical services consultant (ts) recommended to follow up with the following physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.